Event description:
Operative notes were received from the surgery where the detached header occurred. There was no mention of the detached header or any difficulties with the surgery or removal.

Event description:
It was initially reported that the header of the generator became detached during surgery. The header detached when the surgeon attempted to remove it from the patient by pulling on the header with surgical tools. He was using excessive force and was yanking on the header for an extended amount of time prior to it detaching. The generator was replaced and was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that product analysis was completed on the generator. Bench test connectors were attached to the negative and positive feed-thru wires of the pulse generator to perform testing in the pa lab. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Based on the observation/finding of tool marks on the pulse generator case and header, the reported detachment of the header is not considered a device failure, but instead the result of extensive manipulation of the product during the explant process. Other than the header anomaly, there were no performance or any other type of adverse conditions found with the pulse generator.